Event description:
A customer reported a pump alarm occurring during the loading process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating normal levels. Technical support decided to replace the faulty pump. The customer will use multiple daily injections as backup therapy to ensure continued insulin delivery and will return the problematic pump using a prepaid label.